Event description:
It was reported to boston scientific corporation that a mesh was used during a transobturator tape procedure performed in 2007. There were no complications reported immediately after the conclusion of the procedure. According to the complainant, the patient had tape erosion under midurethra in 2010 which causes dyspareunia and "hisparenunia." A small part of the tape was removed. In 2012, the patient had discomfort caused by tape erosions bilaterally in both vaginal sulci. Another small piece of the transobturator tape was removed. No further tape erosions were reported but there is recurrence of stress incontinence.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.